Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was medicine liquid leakage from the base of the yellow connector on the extension tube connection side. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
H3 and h6 codes: updated one unused sample was received, accompanied by a photo attached to the complaint. No discrepancies were observed in the provided photo. Lot history was reviewed, and no complaints were recorded for this lot number. Visual inspection of the device revealed no physical damage or abnormalities. However, functional testing identified a leak between the luer and the tube. Therefore, the complainant¿s allegation was confirmed.